Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump battery fully depleted and the pump shut off. Customer's blood glucose level was approximately 160mg/dl. Reportedly, the malfunction alarm was cleared, however the customer reverted to manual injections for insulin therapy.